Event description:
During a pacemaker generator exchange the patient presented with a calcified pocket, preventing the physician from dissecting through it. The soft tissue around the calcification pocket was dissected to try to remove the calcified pocket and a lead on the pacemaker was damaged. It is currently unknown what the extent of the damage to the lead was and how the damage was repaired. Patient information currently unknown.

Manufacturer narrative:
Method, results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.